Event description:
It was reported that an attempt was made to treat a tight stenosis in a pt's venous bypass to the lad. Pre-dilatation was done with a 1.5x20 balloon catheter alone due to risk of embolic material. The ultra stent delivery system (sds) was placed across the stenosis and deployed at 14 atm for 30 seconds. Reportedly, there was a decrease of pressure in the manometer indicating a leak in the system. The sds was removed and a coronary perforation was noted in the proximal area of the stent. There was a fast degradation of the hemodynamic status with decreased blood pressure and bradycardia, which was not treated by adrenalin. External cardiac massage was performed and a covered stent was deployed to cover the perforation. Control injections at this point suggested thrombus forming in the proximal vessel; however, the pt could not be hemodynamically stabilized and subsequently died.